Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was not receiving effective therapy due to also receiving a potrion of stimulation in an unintended area. Reprogramming was tried and believed to be unsuccessful due to a lot of scar tissue being present. Several contacts showed low impedance, however the exact measurements were not provided. X-rays were taken but the results were not revealed. On (B)(6) 2015, the patient's lead was explanted and replaced (with a different model). The doctor also electively explanted and replaced the patient's ipg (with a different model). Effective therapy was restored post-op.